Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. H3: analysis of the wireless recharger (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller states the recharger will not connect to the handset. Caller states they are seeing the 'connecting to charger' screen. Caller also states the 3 battery indicator lights are scrolling up and down. Patient service specialist had callerdo a hard reset and caller states they have done this several times and the lights just turn off and then the scrolling lights come back on automatically. Caller stated they store the recharger in the case when not in use and also were using the small white charging cord to the charging dock. The issue was not resolved through troubleshooting . An email was sent to the repair department. Pt services recommended placing recharger on charging dock when not in use and also using thick white recharging cord when charging charging dock.